Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens case/vial. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -10.0/+3.0/110 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. The patient began experiencing low vault and refractive surprise. The lens is planned to be exchanged but currently remains implanted.

Manufacturer narrative:
The lens was explanted and exchanged on (B)(6) 2017. The problem was resolved and "all are happy". (B)(4)

Manufacturer narrative:
(B)(4).